Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced.

Event description:
The hospital reported the unit went into a system failure, following the boot-up process. There was no report of patient involvement.